Event description:
It was reported to philips that system would not do x-ray, given tube over heating warning message. The device was in clinical use at the time of reported event. The procedure was completed by using another system. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cardiac procedure was continued when the issue happened. The procedure was completed in another room. A philips field service engineer (fse) examined the system on-site and confirmed that tube over heating warning. After reviewing log file fse found heating malfunction. Upon troubleshooting fse found that errors in tube cooling unit. To resolve the issue, fse replaced the tube cooling unit. After replaced the cooling unit, the system is returned to good working condition. The codes were updated based on the investigation outcome.